Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device check, rising and high thresholds were noted on the right ventricular (rv) lead, which began approximately two weeks post implant. It was further noted the lead helix was not sufficiently fixed. The lead was explanted and replaced. Due to high outputs and the effect on the battery of the implantable pulse generator (ipg) , the ipg was also explanted and replaced. No patient complications have been reported as a result of this event.